Event description:
It was reported that during implant procedure, patient's new implanted left ventricular (lv) lead was dislodged. The lead was not installed, and the procedure was completed using an alternate lead on (B)(6) 2023. The patient was stable.